Event description:
It was reported that during a routine patient visit to the clinic, device interrogation showed two episodes of right ventricular lead noise and oversensing causing pacing inhibition. The patient is pacing dependent. The device and leads remain in service. No adverse patient effects were reported.